Event description:
It was reported that the patient presented to the doctor's office not feeling well. Loss of p-wave sensing was noted. The physician elected to explant and replace the lead. The atrial lead was successfully explanted. The patient was in good condition after the procedure.